Event description:
It was reported that this right atrial (ra) lead was suspected of lead dislodgement as the device has moved all over, and the patient experienced pain upon movement and twist. Boston scientific technical services consultant referred the patient to the clinic. As of this time, this ra lead remains in service. No adverse patient effects were reported.